Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The manufacturer received information alleging cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 12/24/2022 and h11 is updated as: the manufacturer was contacted in reference to a dreamstation auto CPAP device. The manufacturer received information alleging cancer. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. During the evaluation, there was zero error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Section g and h is updated in this report.